Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration was reported. The product was evaluated. An exterior visual inspection was performed and passed. A try it test was performed and passed. Functional testing was performed and passed. A global receiver vibration test was performed and passed. The receiver was opened, and a visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent vibration occurred. The patient reported that his continuous glucose monitor (cgm) value dropped critically low, to 20mg/dl. He was talking to his sister on the phone and became unconscious. His son drove 30 minutes to reach him, and when he arrived the dexcom was not alarming via audio or vibration. The son called paramedics who arrived and administered glucose (d50) via intravenous (IV) therapy. No hospital intervention was required. At the time of the report the patient was in good condition and his blood sugar levels were stable. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.